Event description:
User reports discrepant pt results for multiple tests. The following patient results were provided. Total psa: pt 1,initial 1.4 ng/ml; repeat 1.8 ng/ml. Pt 2, initial 0.7 ng/ml; repeat 0.9 ng/ml. Pt 3, initial 1.0 ng/ml; repeat 1.3 ng/ml. Pt 4, initial 5.4 ng/ml; repeat 7.1 ng/ml. Pt 5, initial 0.2 ng/ml; repeat 0.3 ng/ml. Pt 6, initial 0.2 ng/ml; repeat 0.3 ng/ml. Ferritin. Pt 1, initial 176 ng/ml; repeat 307 ng/ml. Pt 2, initial 3.9 ng/ml; repeat 6.9 ng/ml. Pt 3, initial 172 ng/ml; repeat 283 ng/ml. Pt 4, initial 107 ng/ml; repeat 187 ng/ml. Pt 5, initial 8 ng/ml; repeat 15.6 ng/ml. B12. Pt1, initial 411 pg/ml; repeat 268 pg/ml. Only the first two patient total psa results were reported, the remaining results were not reported. No adverse events reported in association with the incorrect results. The field service representative was unable to determine the root cause. Performance tests were performed.